Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR: 2134265-2018-02504. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The transeptal puncture was challenging, but they were able to acquire an ideal puncture site. An assessment for effusion was done after crossing, but no effusion was noted. The watchman® access system (was) was not deep seated in the laa. A 21 mm watchman ® laa closure device and delivery system (wds) was then advanced. The closure device successfully deploy without any recaptures. The closure device was released and at this time they noticed a small 1.6 mm effusion. The patient was monitored for 30 minutes and did not become hypotensive during that time. There was a slow accumulation of fluid and physician made decision to perform pericardiocentesis withdrawing 140 mls of fluid. No further patient complications were reported and the patient is status is stable.